Manufacturer narrative:
(B) (4).

Event description:
Customer reported receiving erratic readings from her freestyle freedom meter and that they experienced an injury related to this issue. The reported injury is unknown and no additional information was reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Adc customer service tried multiple attempts to contact customer to obtain additional information.

Event description:
It was reported that the patient has expired, due to unknown reasons. No further details were provided. The date of patient's death and implant duration are unknown.